Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.0/2.5/82 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault without rotation. This exchange resolved the problem. Cause of event was reporter as other : the lens size did not fit the patients eye.